Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged blank display, and water damage found on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, harness assembly and force sensor. Swapped pcba 1and device powered up successfully. Force sensor zero offset was within specification and 24mv. Device failed to enter recovery mode preventing download of history files and traces using thus. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked reservoir tube lip. Blank display confirmed due to moisture damage on electrical board 1. Device exposed to water damage confirmed. Unable to download history files and traces confirmed due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was stopped working. Customer stated insulin pump was exposed of water and battery cap was not properly closed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.